Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this device had been between 85 and 110 ohms, but temporarily increased to greater than 125 ohms. The patient was evaluated, but isometrics were unable to reproduce the out of range measurement. The patient reported that she presented to the emergency room around the period when the out of range measurement was observed for treatment of an infection. It was suspected that the increased impedance was due to a change in the patient's condition associated with the infection. Impedances had returned to their normal levels at the time the patient was evaluated in clinic. No adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) and the associated rv lead remain in service.